Event description:
A report was received that the patient's ipg would not connect and there was no communication to either clinician programmer nor the remote control. There has been no telemetry. Ipg database analysis confirmed fast battery depletion. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint has been confirmed. It was determined that the ipg was unresponsive due to a temporary application specific integrated circuit (asic) fault as a result of an unknown cause. Log information was analyzed and observed records that indicated an asic fault. At the same timestamp the asic fault occurred, a sudden drop in battery voltage was observed. Back tracing the timestamp of the device at the time of analysis, gives an approximate time of the fault to the date of implant. After the first reset occurred due to the asic fault, on boot, the device was unable to properly complete its power on self test (post) in firmware. This resulted in a reset cycle. On subsequent boot attempts, the firmware detecting an asic bus failure causing the firmware to manually reset the device again. An asic bus failure is indicative of an internal asic error, but does not determine the cause. It is conceivable that something at the time of implant caused this temporary failure, but this is unknown. The last internal commanded reset occurred where the asic passed post without any error. At the same timestamp, a sudden increase in battery voltage was observed. It appeared that the drop in voltage where the problem began is related to the increase in voltage when the problem ended. The asic fault condition could not be duplicated in the lab. Device passed all the functional tests and review of the device history review revealed no anomalies.

Event description:
A report was received that the patient's ipg would not connect and there was no communication to either clinician programmer nor the remote control. There has been no telemetry. Ipg database analysis confirmed fast battery depletion. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.